Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The pump was unable to power on and was completely unresponsive. The complaint of a battery life issue was not able to be adequately investigated due to the unrelated moisture issue. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.